Event description:
It was reported that during a routine follow-up, the right atrial lead exhibited intermittent atrial undersensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead exhibited capture anomalies. The lead was capped and replaced on (B)(6) 2014.